Event description:
My wife experienced two false positive covid-19 antigen test results using the flowflex covid-19 antigen home test. We confirmed she was negative via her physician's office same-day pcr, resulted today, and by comparison to two other brands of covid-19 antigen at home test: binaxnow and ihealth. Both of the flowflex tests yielding the false positives were from the same lot, marked by the following: lot: cov1110121, expiry: 2022-11-16, (B)(4) made in (B)(4). The tests were in a white box, and do not appear to be subject to the present warning about flowflex tests in blue "ce" marked packaging. FDA safety report ID # (B)(4).